Manufacturer narrative:
Additional information received reported that the patient expired on (B)(6) 2015 as the patient refused pump exchange due to thrombosis and the site sent the patient home on hospice care. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The pump was not returned to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. Although a definitive root cause cannot be determined, it is possible that patient comorbidities and clinical factors may have impacted the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient admitted to ER with high power alarm. The vad coordinator noticed an increase in power and flow 2 days prior. Patient was administered IV heparin. Patient is on 82 mg aspirin/day. The patient had an inr of 3.6 and ldh of 3142. The device remains implanted and therefore will not be returned to heartware for evaluation. Patient experienced hemolysis. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today.